Event description:
It was reported a doctor was treating a dialysis pt that had a severe stenosis at the venous anastamosis. He used a high pressure balloon to efface the lesion. He experienced a perforation from the angioplasty and decided to place a covered stent to seal the extravasations. The physician removed the sheath and placed a 10x4cm stent over a .035 wire and advanced the catheter to the venous anastomosis. The doctor had the device in place, attempted to pin his trail hand and pull back the lead hand in order to deploy the covered stent. He tried again unsuccessfully to unsheathe the device. He was not comfortable with the deployment and called in his partner. The doctor's partner suggested that it takes a little inertia to initially deploy the stent. Again, the doctor placed a tremendous amount of force on the fluency to deploy and still the outer sheath would not start to retract. At this point, the blue outer catheter snapped and broke. The doctor removed the device and placed another fluency 10x4 over the v.a. And had no problem with deployment. Reportedly due to the time the fluency would not open and the pt started bleeding, the pt's arm became filled with blood and swollen. The external pressure on the outside of the graft caused the graft to close/thrombosed. The graft was lost due to excessive blood loss and compression on the outside of the graft. The access site was relatively new and the pt did already have a perm cath in place. The track for the fluency to take was not tortuous.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for eval. The safety clip was missing. The tuohy borst adapter was opened and the 2-way stop cock was closed. The distance from the tuohy borst adapter to the pin vise handle was 135mm. There was a kink in the outer sheath at the guiding tube. The stent graft has been partially released for .5mm. The outer sheath was elongated at the guiding tube and slightly elongated over the entire length. The outer sheath was torn off at the guiding tube; therefore, functional testing could not be performed. The complaint is confirmed. The examination of the returned sample revealed that the outer sheath was completely torn off at the catheter reinforcement. During the procedure described, a lot of force was applied to the system. This must have caused very high friction forces, finally resulting in the fracture of the outer sheath. On the basis of the info received and the examination results of the returned sample, the exact cause for the tear off of the outer sheath of the catheter cannot be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.